Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure device break in pieces') and genital haemorrhage ('bleeding: gen. Abnorm. Bleed, abnormal bleeding (general)') in an adult female patient who had essure (batch no. 676715, 676713) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's medical history included overweight. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and fatigue ("fatigue"). In 2011, the patient experienced vaginal discharge ("vaginal discharge"). In 2012, the patient experienced alopecia ("hair loss"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast") and cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"). In 2014, the patient was found to have weight decreased ("weight loss") and experienced night sweats ("hormonal changes describe: night sweats"). In 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant) and tooth disorder ("dental problems"). In 2016, the patient experienced vision blurred ("vision problems: blurry vision"), nausea ("nausea"), migraine ("migraine"), rash ("rashes or skin conditions: type: between the legs") and back pain ("back lower pain"). In 2017, the patient experienced female sexual dysfunction ("apareunia"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pain ¿ pelvic, ight side"), abdominal pain ("abdominal pain"), dermatitis allergic ("allergy: rash/skin condition") and headache ("headaches"). The patient was treated with antibiotics. Essure treatment was not changed. At the time of the report, the device breakage, genital haemorrhage, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, female sexual dysfunction, dermatitis allergic, vaginal discharge, bladder disorder, urinary tract disorder, weight decreased, vision blurred, fatigue, alopecia, nausea, migraine, headache, night sweats, vulvovaginal mycotic infection, cystitis, tooth disorder, rash and back pain outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, cystitis, dermatitis allergic, device breakage, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, migraine, nausea, night sweats, pelvic pain, rash, tooth disorder, urinary tract disorder, vaginal discharge, vision blurred, vulvovaginal mycotic infection and weight decreased to be related to essure. The reporter commented: discrepancy noted as per pfs: insertion date of essure: (B)(6) 2009. Current weight 150 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Lot number: 676713 , manufacturing date: 2009-09 , expiration date: 2012-09. Lot number: 676715 , manufacturing date: 2009-09 , expiration date: 2012-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure device break in pieces') and genital haemorrhage ('bleeding: gen. Abnorm. Bleed, abnormal bleeding (general)') in an adult female patient who had essure (batch no. 676715, 676713) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's medical history included overweight. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and fatigue ("fatigue"). In 2011, the patient experienced vaginal discharge ("vaginal discharge"). In 2012, the patient experienced alopecia ("hair loss"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/ vaginal) type: yeast") and cystitis ("infection (bladder/ urinary tract/ vaginal) type: bladder"). In 2014, the patient was found to have weight decreased ("weight loss") and experienced night sweats ("hormonal changes describe: night sweats"). In 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant) and tooth disorder ("dental problems"). In 2016, the patient experienced vision blurred ("vision problems: blurry vision"), nausea ("nausea"), migraine ("migraine"), rash ("rashes or skin conditions: type: between the legs") and back pain ("back lower pain"). In 2017, the patient experienced female sexual dysfunction ("apareunia"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pain ¿ pelvic, right side"), abdominal pain ("abdominal pain"), dermatitis allergic ("allergy: rash/ skin condition") and headache ("headaches"). The patient was treated with antibiotics. Essure treatment was not changed. At the time of the report, the device breakage, genital haemorrhage, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, female sexual dysfunction, dermatitis allergic, vaginal discharge, bladder disorder, urinary tract disorder, weight decreased, vision blurred, fatigue, alopecia, nausea, migraine, headache, night sweats, vulvovaginal mycotic infection, cystitis, tooth disorder, rash and back pain outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, cystitis, dermatitis allergic, device breakage, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, migraine, nausea, night sweats, pelvic pain, rash, tooth disorder, urinary tract disorder, vaginal discharge, vision blurred, vulvovaginal mycotic infection and weight decreased to be related to essure. The reporter commented: discrepancy noted as per pfs: insertion date of essure: (B)(6) 2009. Current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Most recent follow-up information incorporated above includes: on 25-sep-2019: incident category updated. Pfs received: essure lot number, expiration date, new events hormonal changes describe: night sweats, infection (bladder/ urinary tract/ vaginal) type: yeast; bladder, dental problems, rashes or skin conditions type: between the legs and back pain added, event vision problems updated to blurry vision. Mr received: event essure device break in pieces added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance data; should any new and reportable information become available as a result, this will be provided in a supplementary report.